Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The console was tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 73 krpm; the maximum turbine rotational speed reached was 215 krpm; the turbine speed was set to and maintained 171 krpm. These are typical operational speeds. The rotablator console was able to achieve platform speeds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the display was not reflecting the correct rotation speed. A rotablator rotational atherectomy system was selected for use. During setup of device, it was noted that the rotation speed was not displayed correctly. The physician tried to use the knob to increase the speed on the device, but the display did not correspond to the increased rotation speed. There were no patient complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the display was not reflecting the correct rotation speed. A rotablator rotational atherectomy system was selected for use. During setup of device, it was noted that the rotation speed was not displayed correctly. The physician tried to use the knob to increase the speed on the device, but the display did not correspond to the increased rotation speed. There were no patient complications reported.